Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported the motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period (pump error 41) alarm, the battery compartment and/or spring damaged or corroded, and the pump screen went to blank screen. Troubleshooting was performed and the issue was not resolved. The customer was able to clear the alarm and the customer was able to complete the pump rewind. The pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue to use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
S.w version 5.3a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 41 alarm, blank display and cosmetic damage located at the battery compartment/battery tube spring found on (B)(6)2023. The pump powered up properly after battery installation. The pump was received with slight corrosion on the battery compartment/battery tube spring noted. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high active current measurement and sleep current measurement. The pump was monitored, no blank display and pump error 41 alarm noted. Successfully downloaded history files and traces using thump. Pump error 41 alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:33:00.000, (B)(6) 2023 05:11:00.000, (B)(6) 2023 05:21:00.000, (B)(6) 2023 11:23:00.000, (B)(6) 2023 11:33:00.000. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcba1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Pump error 41 alarm was confirmed due to corrosion on the pcba 1 and pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 06-dec-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:57:08.000, (B)(6) 2023 06:04:03.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:57:09.000, (B)(6) 2023 00:07:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. No unexpected failed battery alert/battery failed alarm noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high active current measurement and sleep current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the battery compartment/battery tube spring. Blank display was not confirmed. However, pump error 41 alarm and a high active current measurement and sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on the battery compartment/battery tube spring noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.